Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument did not fire and broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.